Manufacturer narrative:
Review of programming history.

Event description:
During review of programming history, it was noted that a generator diagnostic was performed that changed device settings. This event was not corrected at the time of the event.